Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the sacral spinous ligament fixation, the dart of the capio separated from the prolene stitch and embedded within the sacral spinous ligament. This was confirmed by fluoroscopy which was used to isolate the dart itself, but it was unsuccessful.